Event description:
It was reported that a patient underwent a debridement and skin grafting of left big toe procedure on (B)(6) 2025 and suture was used. At 11:20, the doctor found that the problem of pulling off suture needle happened during the suturing of the wound. A careful examination during the operation found no foreign matter in the patient's wound, and no adverse reactions were found in the patient during the postoperative observation and follow-up. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.